Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) that ranged from 38 mg/dl to 40 mg/dl; cause was unknown. Customer's husband assisted in giving the customer a (B)(6) to treat low bg as customer felt lightheaded. Recommendation was made to discuss diabetes management with a health care professional.